Manufacturer narrative:
(B)(4). A batch review was performed and no issues were noted manufacturing of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding an alarm, which occurred on the homechoice (hc) during the prime cycle. The home patient (hp) stated solution was coming out of the patient line and there were air bubbles. Product surveillance contacted the hp regarding this report. The hp was able to complete therapy with the same set-up. The sample was discarded after therapy was completed. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.